Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a generator self-test failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating to 'replace the instrument'. During testing, a high-pitched noise was heard. The curved blade remained intact during the self-test. The curved blade was found with surface damage to the curve blade. Scratch/abrasive marks were found on the curved blade. Damages the blade are triggered by any inadvertent contact with staples, clips or other instruments while the device is activated. Blade damage was detected by the generator with an error during self-test.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument kept prompting a "required to replace the instrument" message. No fragments were reported to fall into the patient. The customer used a spare instrument to continue with the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site's initial reporter and obtained the following information regarding the reported event: the procedure was converted to open because two harmonic ace instruments were used continuously prompting a "required to replace the instrument" message during the operation, both of which had problems. To avoid further problems, the surgeon decided to switch to open surgery. No medical intervention was performed in response to the complication. The surgery was not converted to open due to the patient's anatomy. The patient was not injured. The system did not have any faults, and it is usually checked regularly. No post-operative complications were noted.